Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. Before use on the patient, it was reported that animals were found in the packaging. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device analysis:the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device.the returned sample determined that it was received thirty-one unopened samples that pertained to product code 1674bh. Upon initial inspection of all samples no foreign matter, animals, or defects were observed on the samples received. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device analysis: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one unopened sample that pertained to product code 1674bh. After visual analysis of the sample, a foreign matter (apparently an insect) could be observed crushed in the tyvek outside the sample. It was not possible to determine the cause of the foreign matter in the sample received.as part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.no conclusion could be reached as to what caused the report. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The following information was received: products have been returned and delivered with fedex 774112040961. No additional pictures as the product was returned, picture of the returned product package attached.